Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient was recharge more frequently during the month prior to the call. It was noted the patient had some trouble communicating with the patient programmer, but changing the batteries solved that problem. It was reported the recharging frequency did match the patient¿s settings. It was noted the patient was able to demonstrate effective recharging. It was reported the patient¿s stimulation was still effective and impedances were normal. It was noted a power on reset (por) condition would show after several minutes of charging. It was reported the por condition was cleared. It was noted the patient was sent a new recharger as the temperature sensor was causing the error. It was reported the patient had not contacted the manufacturer representative regarding the issue.